Manufacturer narrative:
A surgical intervention was performed for this issue, during which both this rv lead and the associated crt-d were removed from service. This rv lead was returned to boston scientific. Final analysis could not confirm that the rv lead's characteristics caused or contributed to the reported clinical observations. Dc resistance test showed the returned segments of the lead were electrically continuous. It was observed that there may be lead-on-lead friction that had occurred, in how the insulation abrasion. The smooth and spiral type of abrasion observed in the trilumen insulation may suggest lead-on-lead contact. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous defibrillation lead did exhibit less than 20 ohms shock impedance in association with the cardiac resynchronization therapy defibrillator (crt-d). A distal coil issue was suspected. There were no reported adverse patient effects associated with this clinical observation.